Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer needed a new glucometer to communicate with the device. Customer's blood glucose was 23 mg/dl. Customer's blood glucose at time of call was 40 mg/dl. Customer treated low blood glucose with glucose tablets. Customer was hospitalized for pneumonia. During troubleshooting, reservoir was showing less insulin than what was shown on the status screen. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump communicated properly with bd meter; no bd meter communication anomaly noted. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, minor scratched display window.